Manufacturer narrative:
D4 primary UDI number was revised. D9 device was returned and date received was added. E1 zip code extension was added as it was omitted from the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of purge pressure high was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of pump stop was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a male patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus (dm). The impella cp was inserted without issue in the cath lab. After approximately 20 minutes on support, a ¿high purge pressure¿ alarm occurred. The purge tubing was checked for kinks or occlusions, and none were found. The purge cassette was replaced; however, the ¿high purge pressure¿ alarm recurred and progressed to a ¿purge system blocked¿ alarm. The event was discussed with the managing physician, who opted to follow the hospital protocol and transfer the patient to the ICU for tpa administration in the purge. No spikes in motor current were observed, and device flows remained appropriate. The patient continued to experience high purge pressure and low flow since insertion. The pump subsequently stopped, and the physician arrived onsite and removed the impella cp. The reported events are high purge pressure, pump stop, and medical device removal. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support needs were managed appropriately.

Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on new investigation findings. H11 the impella device was received from the customer and an investigation regarding the returned device has been completed. Investigation summary - hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure was most likely due to biomaterial based on returned product analysis findings, however without data logs, the exact mechanism of entry for the biomaterial could not be confirmed. Pump stop: the cause of the pump stop was most likely due to biomaterial based on returned product analysis findings.